Event description:
It was reported there was a patient on an IV patient controlled analgesia (pca) pump module, "tpk ns@kvo", and narcan infusions. The IV pump pc unit alarmed with the following message: "system error operating system will continue as programmed. Replaced programming module with an operational unit as as possible. Settings not restorable. Recorded before pressing system on (red power down. Code: 255-16-275)". All four channels were blank/black. Brain replaced. All channels and IV pca pump replaced. All devices involved when this message appeared with red tags applied and placed in bags together. It was notified for a clinical engineering ticket. Items left outside of room. No medications noted be dripping into chamber when channels blank. Patient remained aao at baseline, and did report any additional pain anxiety during this time. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported there was a patient on an IV patient controlled analgesia (pca) pump module, "tpk ns@kvo", and narcan infusions. The IV pump pc unit alarmed with the following message: "system error operating system will continue as programmed. Replaced programming module with an operational unit as as possible. Settings not restorable. Recorded before pressing system on (red power down. Code: 255-16-275)". All four channels were blank/black. Brain replaced. All channels and IV pca pump replaced. All devices involved when this message appeared with red tags applied and placed in bags together. It was notified for a clinical engineering ticket. Items left outside of room. No medications noted be dripping into chamber when channels blank. Patient remained aao at baseline, and did report any additional pain anxiety during this time. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.